Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of permanent cautery spatula was sticking out. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the site does not think a fragment fell inside the patient and does not plan to conduct testing on the patient in response as of this time. No further information provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Furthermore, the instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The root cause of both failures are attributed to a component failure. Failure analysis investigation also found an additional failure unrelated to the customer reported complaint. The instrument was found to have indentations on the edges of the distal idler pulleys and on the proximal clevis. The cause of this failure is indicative of instrument collisions or impact from an external object. The instrument was also found to have various scratch marks with light material removal on the main tube. The scratch marks were 0.023¿ - 0.295¿ in length and were not aligned with the tube axis. The root cause of scratch marks/abrasions instrument main tube is typically attributed to the mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. A review of the device logs for the permanent cautery spatula (part# 470184-13 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery spatula was last used on (B)(6) 2022 via system serial# (B)(4). There were 8 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis investigations found missing piece from the distal end of the instrument. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.